Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 75-year-old male patient with acute on chronic chf. There was no additional patient information available. Return product is not available for investigation. Method: date: collected tested result: heparin dosage/time: 6000@1527, I-stat, (B)(6) 2025, 1538, 1538, 227 sec , 4000@1540 , I-stat, (B)(6) 2025, 1552, 1552 , 245 sec, 5000@1541. I-stat, (B)(6) 2025, 1602, 1602 , 239 sec, I-stat, (B)(6) 2025, 1624, 1624 , 423 sec, I-stat, (B)(6) 2025, 1632 , 1632 , 279 sec , at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.